Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting screws in metaglene, one of the 4 teeth at the end of the screwdriver broke. Piece fell into the patient but was recuperated by surgeon. There was a 10 minutes delay to recup the part and get a new screwdriver from another instrument set to finish case. No harm to patient.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.